Event description:
The pump was returned for sticky fva pins. There was a slight drag noted on the fva pins. A cleaning was performed and the drag was resolved. No other damage was identified.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "staff states "won't load cartridge correctly". Valve pins are very sticky. Biomed tried cleaning it, but they do remain sticky. Patient harm: no. Infusion stoppage: no". A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.